Manufacturer narrative:
8229970: the product analysis indicates that one opened sample of part number 8229970 (lot number unknown) was received. A microscope and multimeter were used to evaluate the device. Visually, there was no damage or anomalies in the construction of the device that would have resulted in the reported event. Each circuit shall be less than 20 ohms and contain no short circuit between poles. The actual readings were as follows: red 17 ohms, red with band 18 ohms, blue 19 ohms, and blue with band 18 ohms. There were no short circuits. The red/white and green electrodes end to end ohms resistance shall be less than 2.5 ohms; the actual measurement for both was 1.4 ohms which is in specification. There was no out of specification condition as it relates to the complaint. The IFU identifies multiple reasons for a reduced, if not completely eliminate, emg responses to direct or passive neural stimulation as a result of use error. 8225103: the product analysis indicates that one opened sample of part number 8225103 (lot number unknown) was received. A microscope, multimeter, and nim system were used to evaluate the device. Visually, there was no damage or anomalies in the construction of the device that would have resulted in the reported event. Electrically, the resistance of the assembly shall measure less than 0.3 ohms and the actual measurement was 0.3 ohms (note: the measurements requires a 4-wire ohm meter and a 2-wire was used as an alternative and is sufficient to determine if there is excess resistance). The tip fit securely in the handle; the probe was plugged into a nim system using 1.0 ma stimulating current and 100uv threshold; when stimulating, the system returned 1.02 ma and a waveform / tone over 300uv which confirms functionality. There was no evidence of improper manufacturing and no malfunction found as it relates to the complaint therefore manufacturing and supplier issues have been ruled out as likely causes. The IFU identifies multiple reasons for a reduced, if not completely eliminate, emg responses to direct or passive neural stimulation as a result of use error. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 8225103 (probe, slim prass flush tip, 5pk); lot number ¿ unknown; manufactured date ¿ unknown; 510k number ¿ k934426; UDI number - unknown g5. Device not marketed in the us; similar device available. The device has not been returned. A product analysis has not been performed.

Event description:
It was reported that during a total thyroidectomy, there was no response from the nim although the muscle responded and the nerve was visible. The endotracheal tube and stimulating probe were replaced. There was no patient injury reported as a result of this event.